Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was patient reported the permanent device is not functioning the way the temporary device was functioning. Patient stated they are not getting the same results or relief as they did with the trial device. Agent asked patient if their symptoms were the same or worse than before the implant and patient said they were about the same. Patient said they adjusted the therapy amplitude to 1.8 and then they decreased it to 1.7 because they felt the stimulation was too high. Patient noted the stimulation they felt with temporary device felt near their bladder and back area, but with permanent device they felt stimulation in their lower buttocks and right leg. Agent reviewed with patient that each patient needs to find the correct stimulation. Patient was able to feel stimulation slightly at 1.7 and noted they were still feeling stimulation in right leg which they did not feel with the tem porary implant. Patient mentioned they don't think the surgery was effective and the sensor was placed in the wrong location with respect to the nerve. The patient was redirected to their healthcare provider to further address the issue. Patient already contacted with their hcp but they are waiting for a call back.